Event description:
It was reported that during the implant procedure, the threshold of the left ventricular (lv) lead was quite high. The lv lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.